Manufacturer narrative:
Per the ifus for lactosorb, it is to be used in either trauma and reconstructive surgical procedures in the midface and craniofacial skeleton or non-load bearing areas of the midface and craniofacial skeleton, as well as maintaining the position of bony fragments in mandibular and iliac crest bone graft procedures. No mention of using in hand / finger fractures; product in article was used off label. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was recorded in a journal article, biomechanical failure of metacarpal fracture resorbable plate fixation, by gerald t lionelli, md and richard a korentager, where lactosorb plate was used for fixation in the hand, it broke and a revision surgery was required.